Event description:
It was reported that the patients skin around the lead incision site has not been able to close properly causing the lead wire to be visible. It was noted that there was drainage, smell and discomfort around the lead incision site. The patient was given antibiotics as a precautionary measure. The physician added a few sutures and bandaged the area after cleaning. The patient was doing well.

Manufacturer narrative:
Correction to the initial MDR in blocks b5, d1, d4 and h4. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial:(B)(6). Batch: (B)(6).

Event description:
It was reported that the patients skin around the lead incision site has not been able to close properly causing the lead wire to be visible. It was noted that there was drainage, smell and discomfort around the lead incision site. The patient was given antibiotics as a precautionary measure. The physician added a few sutures and bandaged the area after cleaning. The patient was doing well. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure and the patient was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred about a week ago from the time bsc became aware of the event.

Event description:
It was reported that the patient had drainage from the bottom of the incision site. The patient was prescribed with antibiotics.